Manufacturer narrative:
The technician investigated and found the bed functions as designed. The most likely cause is user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual: if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. No repair needed the bed functions as designed. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm is not functioning. The bed was located at the facility. There was no patient/user injury reported. This report was filled in our complaint handling system as complaint #(B)(4).